Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device not returned yet.

Event description:
It was reported to vyaire medical that the micblndr has an issue with fio2 (fraction of inspired oxygen) being inaccurate. Customer did not specify how inaccurate or at what set points. Furthermore, there was no information regarding patient associated with this event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Results of investigation: vyaire medical was able to verify the reported issue. The suspect device was returned for investigation. Vyaire medical received micro blender assy p/n 03800a s/n (B)(6). A visual inspection was performed and found scuffing on body from normal usage, also found knob pointer was loose, did not move accurately when knob was turned. No other indications of damage, misuse or contamination were found. Blender was installed onto test fixture and functional test was performed according to test standard. Blending accuracy was found to be slightly out of specifications at test 6.3 step 4, 30% graduation. Accuracy was measured with a calibrated external o2 analyzer. Blender was also found to fail at 30% check sec. 6.4 step 8. The reported complaint was duplicated. Blender was tested according to test standards and was found to be delivering out of specification at 30 and 90% set points. Vyaire records show this unit was last overhauled and tested by factory service on 05-aug-2014, passing on all counts. Blender is overdue for 2yr preventive maintenance overhaul.